Manufacturer narrative:
(B)(4). The analysis results found that it was received with the inner gasket torn. The piece of gasket was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, a potential cause for the damage found may be the snagging of an instrument during insertion. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic orchidopexy procedure, there was a small silicon ring seen on camera that appeared to have come from one of the ports in situ. Ring was removed and surgery completed without issue, no gas leak detected, patient stable. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.